Event description:
It was reported that despite proper battery management, the battery was found to have low power levels after testing. No adverse event reported.

Manufacturer narrative:
Reported complaint of "battery has low power levels" could not be verified because the battery was not returned for evaluation. A supplemental report will be filed if the battery is returned. No adverse event reported.